Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "replace sensor" message after 1 day of sensor wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness and received unspecified treatment by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug assembly has been performed and damage was observed to the guide tabs and sensor ears. An extended investigation has been performed and determined that the damage observed are cosmetic flaws. It was determined the cosmetic flaws did not cause the plug to be unseated. The plug ears were still correctly retained within the plug assembly, the flaws were deemed to not be a contributing factor to the customers complaint. This complaint is not confirmed due to use as the sensor plug was not seated correctly. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "replace sensor" message after 1 day of sensor wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness and received unspecified treatment by third-party. There was no report of death or permanent impairment associated with this event.